Manufacturer narrative:
Pump passed self test and displacement test. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace.

Event description:
The customer reported via phone call that the insulin pump received hardware low level failures. The customer¿s blood glucose level was 75 mg/dl. The customer states they were able to rewind the insulin pump. The customer stated that the insulin pump alarm pump error during self test. Troubleshooting was performed. The product will be returned for analysis.